Event description:
Consumer alleges having heating pad in bed when she discovered that it had burned and damaged her bedding. No injuries were reported with this incident.

Manufacturer narrative:
This pad has been bunched/crushed, which is a violation of the instructions and warnings provided. No injuries were reported. This incident is direct results of misuse/abuse of the product.